Event description:
The patient was initially referred for prophylactic generator replacement surgery. It was later reported that the patient has had an increase in seizures. The patient's generator replacement had previously been postponed due to elevated a1c levels. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.